Manufacturer narrative:
A steris technician inspected the washer and found a gear was broken. The technician replaced the gear and placed the unit back into service. No further issues have been reported with the equipment. The unit is under steris service contract and was last serviced on (B)(4), 2011. The steris technician confirmed during this visit the basket drive and gear components were inspected and were operating properly; no issues noted. Steris has determined this is an isolated event.

Event description:
The user facility reported that as an operator was exiting the washer chamber she hit her head on the service access door. The operator went to the emergency room where neurological tests were completed; the operator missed two days of work due to a concussion. The user facility reported the operator has returned to normal work duties.